Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient reported experiencing pain in the pocket since device implant. The patient's device system was extracted due to patient request on (B)(6) 2017. The patient was stable pre, mid and post procedure.